Event description:
It was reported that during an open coronary artery bypass graft, the tissue pad was detached off. It was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but returned with the instrument. The device was connected to a test handpiece and generator and the device did activate during functional testing. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.